Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during deployment prior to the second stop. Hemostasis was achieved via manual compression without any complications. There were no reported injuries to the patient. This was during a peripheral intervention. The access site was the left common femoral artery which had severe calcification. Retrograde access was obtained. A 6f non-cordis sheath was used with the mynxgrip vcd and a pre-closure angiogram was performed. The device was stored in a temperature and humidity-controlled storage cabinet and was prepped per the instructions for use (IFU). The user was trained on the mynx vcd. There were no defects noted during preparation and the balloon was checked prior to use. The vessel diameter was verified to be greater than or equal to 5mm. There were no stents or vascular grafts placed in the access vessel. There was no difficulty advancing the device into the patient. There was no observed damage to the distal end of the sheath after it was removed. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during deployment prior to the second stop. Hemostasis was achieved via manual compression without any complications. There were no reported injuries to the patient. This was during a peripheral intervention. The access site was the left common femoral artery which had severe calcification. Retrograde access was obtained. A 6f non-cordis sheath was used with the mynxgrip vcd and a pre-closure angiogram was performed. The device was stored in a temperature and humidity-controlled storage cabinet and was prepped per the instructions for use (IFU). The user was trained on the mynx vcd. There were no defects noted during preparation and the balloon was checked prior to use. The vessel diameter was verified to be greater than or equal to 5mm. There were no stents or vascular grafts placed in the access vessel. There was no difficulty advancing the device into the patient. There was no observed damage to the distal end of the sheath after it was removed. The device will not be returned for evaluation. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, access site vessel characteristics (access site had severe calcification) and/or concomitant device factors (even though it was reported that there was no damage observed to the distal end of the sheath) possibly contributed to the rupture of the balloon reported since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.